Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional product code: hrs. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, an autografting procedure for pseudarthrosis of the olecranon after osteotomy was performed with variable angle (va) locking hand system and the screw in question. During the procedure, the va locking screw could not be held by an unknown driver shaft. The surgeon used another driver shaft but still, it could not hold the screw. However, the driver shaft could hold another screw with a different lot number. The surgery was completed successfully by using another screw. The surgery was delayed by less than 30 minutes. There was no adverse consequence to the patient. Concomitant device reported: 2.0mm va locking screw l14mm (part #: 04.130.314s, lot #: unknown, quantity:1) unknown screwdriver shaft (part #: unknown, lot #: unknown, quantity:1), unknown plate (part# unknown, lot # unknown, quantity 1). This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 04.130.314s; lot: 9845128; manufacturing site: grenchen; release to warehouse date: march 08, 2016; expiry date: march 01, 2026 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Visual inspection: the received screw is in a used condition. The stardrive recess is heavily damaged. Functional test: the relevant feature (stardrive) is deformed in a manner which prevents an accurate functional test. Dimensional inspection: because of the damages, the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the device history record (DHR) was researched, and no abnormal findings were identified. Lot 9845128 was manufactured in march 2016, according to our specifications. We are not aware of any quality issues associated with this article- and lot number. The relevant dimensions in the DHR are well documented and within the valid specifications. Summary: the complaint condition is rated as confirmed, since the stardrive of the screw is badly damaged. Without having the mentioned screwdriver back, it is not possible to determine the exact cause of the complained issue. Due the visible damages, we only can assume the screw was exposed to intense mechanical forces during insertion and/or an application error may have taken place. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.